Event description:
Discordant, falsely low estradiol results were obtained on two diluted patient samples on an immulite 2000 instrument. The discordant results were not reported to the physician(s). The samples were repeated with the same dilution factor on the same instrument, resulting higher. The customer did not provide a value for the second patient but stated the result was closer to 2000. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low estradiol results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced a sample probe and dilution well. The cse aligned the sample probe to the dilution well. The cause of the discordant, falsely low estradiol results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.